Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer also reported that the insulin pump had pump error. The customer denied troubleshoot for low blood glucose level. The customer treated low blood glucose value with juice. Customer reported that they were able to clear and rewind the insulin pump. Customer assisted with troubleshooting for auto mode readiness of screen. The insulin pump will not be returned for analysis.